Event description:
Consumer states a tampon came apart inside her about two weeks ago. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.